Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a dislodged transcatheter valve, the valve dislodged. A surgical valve was then implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy and user technique. In this case, patient anatomy and calcification levels may have played a role in the dislodgement of the valve, as it was reported that the patient had a bicuspid calcified valve. Per the device instructions for use (IFU), the safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in patient populations presenting with a congenital bicuspid valve. Dislodged valve events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction, or a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.